Event description:
Home patient (hp) reported feeling abdominal pain while using the homechoice cycler for apd therapy. Hp relates that pt was hospitalized for pain and was not released until 5 days later for suspected peritonitis, however, no peritonitis was found and the hp was released to go home after a few days. According to the hp's dr, a culture of effluent was taken, which revealed no growth. The hp's dr relates that antibiotic therapy was started but was discontinued the next day once the results of the culture of effluent were revealed. The hp's dr states upon further examination of the hp's effluent, it was found that the cloudiness was caused by fibrin and the hp was given heparin to dissolve the fibrin as a result. According to the dr, the hp performed manual exchanges in the hosp and was released with no add'l treatment, since the abdominal pain had resolved itself. The hp's dr states pt does note attribute abdominal pain to the homechoice cycler or baxter products but feels it may be related to the hp's catheter positioning.